Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. The carefusion field service representative (fsr) went on-site to evaluate the suspect device. The fsr was unable to duplicate the reported event, however determined the most likely cause of the reported event is the rocker switch assembly. The fsr reported after replacing the switch the reported event was resolved. The fsr proceeded with preventative maintenance and reported the unit is running to service specifications. The fsr reported the switch assembly will not be available for evaluation. Due to the part not being available to be returned, no further investigation can be completed at this time.

Event description:
The customer reported while using the vela ventilator; the unit has a burning smell when powered up. The customer reported the unit is overdue to preventative maintenance. The customer reported there is no patient involvement associated with the event.